Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was producing shock. The sensor was inserted into the abdomen on an unknown insertion date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.